Manufacturer narrative:
It is indicated that the meter is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot 384909a met release criteria. The product performed as expected. The manufacturing records for lot 384909a were reviewed and the lot met release specifications. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6). A change in the patient's warfarin dose was made on (B)(6) 2016. Prior to (B)(6) 2016 the patient was taking 9mg of warfarin on tuesday/friday and 6mg on remaining days. The dosage was stopped on (B)(6) 2016 and patient started taking 9mg warfarin on monday/wednesday/friday and 6mg the other days. A call was received on (B)(6) 2016 reporting results that were not a concern: (B)(6).